Event description:
Before inserting the insert, the surgeon checked the insert. He found out the locking wire of the insert was originally damaged, so he couldn't use the insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.